Manufacturer narrative:
The customer's test strips were requested for investigation, but these were no longer available. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
It was reported that a patient received a discrepant result when tested with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the werfen recombiplastin method, resulting in a value of 3.98 inr (38 % quick). A sample from the patient was tested in the laboratory using the werfen recombiplastin method, resulting in a value of 3.85 inr (42 % quick). A sample from the patient was tested using the meter, resulting in a value of 5.5 inr. The time elapsed between measurements was less than 3 hours. The patient's therapeutic range was not provided.